Event description:
It was reported that during an unk procedure, the devices fired scissored clips. The case was completed with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.